Event description:
The customer reported false negative reaction when performing a crossmatch between a patient sample and a donor unit during compatibility testing using mts anti-igg card lot #081105001-01.